Event description:
A secondary infusion was hung using the "piggyback" method. The secondary bag is hung higher than the primary bag above the large volume pump. A check valve in the primary line prevents the secondary drug from leaking into the primary bag. In this case the check valve was defective and the drug did leak into the primary bag and the drug did not get delivered to the patient as prescribed. The nurses did detect the improper flow and removed the set. Everything was saved and the failure has been reproduced and demonstrated to the carefusion representatives. Carefusion states that this does happen and there have been other reports, but it should be rare.======================manufacturer response for IV tubing set, alaris (per site reporter).======================this failure has been reported in the past by other customers. Statistics were not provided.